Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a loose component. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which an accessory broke in the device. 1 event had no patient involvement; no patient impact. 1 event occurred during a total knee procedure and an x-ray was taken.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Correction: one device was available for evaluation but was not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which an accessory broke in the device. One event had no patient involvement; no patient impact. One event occurred during a total knee procedure and an x-ray was taken.